Manufacturer narrative:
Investigation result: three 2203e-0006 samples were received in opened packaging from lot 24066585 for investigation. The customer reported that "problems [were] found during incoming inspection, [including] discoloration on the white portion of the adapter as well as contamination in the final package." A visual inspection of the returned samples confirmed the customer's experience. One sample had a discolored female luer adapter (fla) on the smartsite. Another packaging had black stains along the blister, and the third had small black spots stuck to the plastic of the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24066585 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the discolouration could not be determined during the investigation, however a potential root cause was identified to be related to the dye dosing system where an insufficient supply of dye may result in some discolouration. The machine does have an alarm incase of any obstruction of dye, however it is possible for some components to be manufactured prior to the alarm being triggered. As a result of this potential root cause, the manufacturing facility has implemented the following corrective actions: dispenser alarm of the machine was connected on (B)(6) 2024 so that the machine stops if it has no colorant to avoid producing discolored parts. The position of the dryer hoses was changed in (B)(6) 2024 in all machines that produce fla to eliminate the issue of clogging the hoses. Additionally, a quality alert was created on (B)(6) 2025 to communicate the complaint to be aware of the reported condition. No formal CAPA has been initiated in this instance as the defect is within the acceptable quality level of the manufacturing facility. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2203e-0006 product over the past 12 months.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd bd vial access device was discolored the following information was received by the initial reporter with the following verbatim it was reported by customer that the problems found during incoming inspection, discoloration on the white portion of the adapter as well as contamination in the final package. I